Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: february 27, 2014 ¿ march 4, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed white particles ranging in size from 0.15 ¿ 5.12 mm floating in the fluid of the bladder. Fourier transform infrared spectroscopy determined the particles to be acrylic material. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter within the reservoir. This was identified during filling. There was no patient involvement. No additional information is available. This is report 2 of 4.